Manufacturer narrative:
X-ray. Device evaluation summary - as received, heavy calcification was observed in the cusp areas of leaflets 2 and 3, minimal calcification was observed in the cusp area of leaflet 1. The free margin of leaflet 2 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue was minimal at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 by approx 4mm on the outflow aspect. Incidental findings: the x-ray demonstrated commissure 2 wireform distorted. These damages are most likely due to explant or implant. Additional manufacturer narrative - the device evaluation confirmed the reported calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an explanted mitral valve after an implant duration of two (2) years and five (5) months due to prosthetic stenosis secondary to calcification. Device was replaced with a mechanical valve. Patient was noted in critical condition after implant.